Event description:
The customer reported that during qc checks the technique has changed from when the system was new. The customer would like the system checked out. No injuries were reported.

Manufacturer narrative:
The ge service rep adjusted the auto iris for proper kv tracking. The system is working as intended.